Event description:
Healthcare professional reported via national drug safety agency (ansm) "capsule contracture stage 3" and " hard and deformed, but not painful". This record is for the left side. Device was explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.